Event description:
It was reported that this pacemaker system exhibited noise with pacing inhibition on the right atrial (ra) and right ventricular (rv) channels and oversensing. It was noted these leads are non-boston scientific leads and have been implanted for over 30 years. It was also noted this patient appears to be atrial dependent. Technical services (ts) noted these leads may be failing and need further in-office evaluation with isometrics. This rv lead remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).